Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 32-year-old black male with cardiomyopathy was implanted with an impella for mechanical circulatory support. The patient developed hemolysis during impella cp support. Repositioning was completed and volume was given, but the hemolysis persisted. Due to the noted condition, the decision was made to replace the cp pump with va ECMO and iabp support.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Pump was not returned for investigation. Data logs were returned and investigated. Clinical mentions that hemolysis was tried to be resolved by repositioning the pump (confirmed "impella in aorta" alarms in data logs) and giving volume . The next day hematuria persisted and more pressors were given to the patient. Repositioning did not resolve hemolysis. Without the pump, hemolysis cannot be further investigated. Therefore, the root cause of the hemolysis issue was not determined since product was not returned. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925 corrections to the initial MFR report: added-d6a/d6b f6/f8 should have been left blank.